Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The power consumption was higher than expected when right atrial (ra) lead pacing was active. Gate oxide defect within the integrated circuit was suspected. The ra lead was surgically abandoned due to potential damage from the device oxide gate defect. It was also reported that the ra lead impedances were irregular, and the pace impedance measurements were at times low out of range. No additional adverse patient effects were reported.